Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down and would not power up. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical netherlands evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing with a known good battery without duplicating the report. The battery used was not returned as part of this investigation. There were no logs available for review. The device was recertified and returned to the customer. No trend is associated with reports of this type.